Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of september 30, 2020, was chosen as a best estimate based on the date of mesh implant. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.